Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratches on the screen and making it harder for patient to read. No harm requiring medical intervention was reported. The customer stated that insulin pump had rainbow effect on screen in sunlight and rewinds slower and unexplained no delivery alarms. The device will not be returned for analysis.

Manufacturer narrative:
Device received with scratches or damage to the lcd display window noted. Device passed self test no missing segments noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. (B)(4).